Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra valve, balloon rupture occurred during deployment. Approximately 90% of balloon inflation was visible on x-ray when blood was observed in the syringe. The valve was only partially deployed. A second delivery system was opened and used to complete the valve deployment. The valve was successfully implanted in the intended location, and the patient remained in stable condition post-procedure.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h3, h6: component code, investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: 26mm commander was returned with loader cap over flex shaft, balloon burst radially and longitudinally with no balloon pieces missing, spring coil appeared stretched, and the inflation balloon single wall thickness was confirmed to be within specifications. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst was confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported the patient had a calcified sinotubular junction (stj). Also, 3mensio imagery showed calcification was present in the patient's landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.